Event description:
Lung segmental resection. Staple line reinforcement was used. Upon firing 6 sulus over the lung, a plastic piece (1 - 2mm in length) was found in the pt cavity. The piece was retrieved from the body with no tissue damage. Another sulu was applied and add'l tissue was resected. Post op, the surgeon found three sulus did not fire completely.

Manufacturer narrative:
Initial report sent to FDA on 07/09/2008.